Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported on (B)(6) 2016 the consumer was experiencing inconsistent stimulation and an increase in post-implant pain. An impedance check was performed with all results within normal range. The rep. Advised the consumer to reset the adaptivestim settings with the patient programmer (pp), but the issue wasn¿t resolved, and the cause of the issues wasn¿t determined. Relevant medical history includes non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.